Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device confirmed the shutdown was due to a damaged start up program on the sd card. The problem was resolved by repairing the start up program. A visual inspection also found connection issues with the power plug that were corrected. The laser console passed full functional and electrical safety testing. Based on the observed system shutdown and visual confirmation of the connection issues, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a prostate procedure, the laser console shut down when 95% removal of the patients adenoma had been completed. The console was confirmed to be in good condition during the preparation. The patient was reported to be fully sedated during the procedure. There was no further information provided. This report is for an aborted procedure where patient was sedated.